Event description:
Complainant alleged that during biomed testing, the device displayed a red "x" and gave "unit failed" prompt. Complainant indicated that there was no pt involvement in the reported malfunction.